Manufacturer narrative:
Additional information received indicated there was no tear this event is no longer reportable to the FDA.

Event description:
As reported, during the insertion of the first esheath, there was a lot of resistance in the subcutaneous tissue (very obese patient), therefore, the esheath did not go through the skin and the esheath introducer tip got damaged (distal tip torn). A second esheath was used without any problems. There were no consequences for the patient.

Manufacturer narrative:
Investigation is ongoing device not returned.